Event description:
It was reported that the patient¿s ipg is reaching end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.